Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies difficult or premature detachment as potential complications associated with the use of the device.

Event description:
It was reported that during a coil embolization procedure, the coil unexpectedly detached. The coil was removed from the patient without incident. There was no reported patient injury or intervention.